Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was acting up and pushing a ton of fluid into the patient's joint space. This occurred during a knee arthroscopy. The pump finally evened out and worked as usual. The fluid was more than usual in the knee post-op. Additional information was provided on 08/13/2024, where it was stated by the sales representative that this event occurred on 08/07/2024, and an ar-6410 tubing was used. The tubing was replaced, and there were no further issues. The patient did have fluid in the knee, and they just put dressings on and the knee fluid came down. The patient was discharged that day.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to unplugging and plugging the pressure line connector back into the arthroscopy pump, thereby creating a pressure decay on the pump and/or spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.